Event description:
A renegade catheter was used for a therepeutic embolization. During the procedure, while hand injecting, the catheter burst distal to the hub. There were no complications or intervention reported with this event.